Event description:
In 2006 four innova dental implants were surgically placed in my lower jaw. This procedure was done without 3d image taken. One of the implants was placed into the inferior alveolar nerve, which 20 days later was replaced with another shorter implant. Second time again the implant was placed into the inferior alveolar nerve. As a result, I have a pain at the implant site and permanent numbness in my lip and left side of my chin. Eventually, second implant was removed eight mos later. I live with perisistant numbness and pain at implant removal site.